Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00787 and 2134265-2017-00789. It was reported that vessel dissection occurred. The 95% stenosed target lesion was located in the left anterior descending artery (lad). A 2.50x28mm promus element plus drug-eluting stent was deployed to treat the lesion. However, post stent deployment, the stent came out as a wire thread, dissecting the left main (lm) artery and protruding into the aorta. The patient's condition deteriorated and a 2.50x28mm promus element drug-eluting stent was deployed to cover the dissection, which further dissected the lad. A 3.00x28mm promus element drug-eluting stent was then deployed to cover up the dissection in the proximal lad, which dissected the distal lm. Subsequently, a 3.50x24mm promus element drug-eluting stent was deployed in the lm and the procedure was completed. No further patient complications were reported and the patient's status was stable. The patient is still admitted in the coronary care unit (ccu) and recovering.